Event description:
Physicians decided months ago that this patient needed an ls lead swap to fix its undersensing. This procedure was postponed multiple times until it was scheduled for and occurred on (B)(6) 2026. During extraction, the rv lead was damaged, so the surgeon had to extract both the ls and rv leads. As two new leads were attempted to be placed, the tortuosity of veins in the left side together with the low sensing of the most apical electrode made lead replacement impossible. The final decision of the physicians was to extract the entire optimizer smart ipg and attached leads. The physician wants to implant a new optimizer smart mini ipg as the patient is a good responder to ccm therapy, but this has not yet occurred. There is no evidence at this time to suggest the optimizer smart ipg malfunctioned in any way; the problem was traced to the ls lead. The explanted ipg is currently being sought for evaluation from the hospital, but it is unclear at this time whether the device is capable of being returned to impulse dynamics or if it has been discarded.